Event description:
--

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if the device is returned, this event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. Upon interrogation, three fault codes were observed and the device was found to be in safety core. The device was explanted and replaced with another manufacturer's device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Interrogation of the device confirmed the device was operating in safety core. A save-to-disk operation was performed to preserve device memory. Review of the data revealed an uncorrectable memory error that resulted in the device reverting to safety core. The device was removed from safety core status by correcting the memory error and a comprehensive series of automated diagnostic tests were conducted to verify the performance of device memory, pacing, defibrillation and recording functions. The device performed as expected for each test. Memory errors such as that identified within this device may be caused by exposure to radiation; however, the root cause of the specific error in this device could not be definitively confirmed.